Manufacturer narrative:
(B)(4). Results: inconclusive - fourteen returned used stainless steel suture segments were examined under a stereomicroscope at 10-40x. Four of the returned segments were actually two separate segments twisted together with cut ends at the end of the twist, but the other two ends were broken. The ends of all of the other 10 returned used segments were also broken. All the broken ends were consistent with sudden tensile breakages. None were associated with fatigue from bending or manipulation. The force required to cause all the breakages could not be determined. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2011-00822, 2210968-2011-00823 and 2210968-2011-00824. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2011 which included four grafts performed including a left internal mammary artery to the left anterior descending coronary artery and three vein grafts. A sternal wire in a figure eight configuration was used for sternal closure. Sixteen days after the procedure, the midsternum was found gaping whenever the patient coughed. Upper and lower wires were still intact. On postoperative day seventeen, patient&apos;s sternum was noted to be unstable and a chest x-ray confirmed that all wires had given way. The physician had to rewire the sternum on (B)(6) 2011 and remove the snapped wires. The patient had bouts of coughing which the surgeon opines might have attributed to the snapped wires.